Manufacturer narrative:
Tgt3415/9479225 = UDI:(B)(4). Tgt2810/9121950 = UDI:(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient underwent an endovascular procedure using gore tag thoracic endoprostheses to repair an aortic dissection extending from distal to the left subclavian artery to proximal to the y-shaped graft of the abdominal aorta. Prior to the device implant, debranching surgery was performed from the ascending aorta to brachiocephalic, left common carotid, and left subclavian arteries. On an unknown date after the procedure, the patient developed paraparesis. The cause of the paraparesis was unknown. It was unknown what treatment was administered to treat the paraparesis. No further information is available.